Manufacturer narrative:
This report is submitted on march 8, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement and all open circuit electrodes, with the device. Explant and reimplantation is planned but has not yet taken place at the time of this report.